Manufacturer narrative:
The previously submitted MDR inadvertently reported an incomplete event description.

Event description:
It was reported by a medical professional that a vns patient died on (B)(6) 2016. Additional information was received from the nurse, indicating that patient died from cardiac related issue. It was reported that the relationship with vns is unknown. It is also unknown if the patient's vns devices were explanted or not. The cause of death was evaluated as possible sudep. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a medical professional that a vns patient died on (B)(6) 2016. Additional information was received from the nurse, indicating that patient died from cardiac arrest. It was reported that the relationship with vns is unknown. It is also unknown if the patient's vns devices were explanted or not. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No additional relevant information has been received to date.